Manufacturer narrative:
.

Event description:
It was reported that the vns patient had vocal cord paralysis. It is unknown when the patient began experiencing vocal cord paralysis, but it was noted that the patient underwent generator and lead replacement surgery a few months ago. During the procedure, the patient¿s entire lead was explanted (including the electrodes). Attempts for additional relevant information have been unsuccessful to date.